Event description:
It was initially reported in (B)(6) 2011, the patient experienced pain at the incision site when the device was on. It was later reported this was solved through reprogramming. It was reported in (B)(6) 2011, the patient experienced pain in the hip and thigh that to walk, get out of bed, and shower. It was later reported the patient had their programmer stolen, and "the device went downhill after that." The patient's hcp reported in (B)(6) 2011 that the pain was not device related and no interventions had taken place. It was then reported on (B)(6) 2011 by the patient's hcp that the patient's device had been removed by another hcp. The cause was reported as "unsure." The patient outcome was reported as "no injury." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead 3889-28, lot # v263404; programmer 3037 serial # (B)(4).